Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer did not receive a field correction notice, so technical support confirmed and updated the email details, resent the notice, and completed the necessary form on behalf of the customer. Technical support provided information to reset the pump and assisted with its reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arise. The customer understood the instructions.